Manufacturer narrative:
There were no alarms on the last magnesium calibration which occurred on 05-aug-2020. The calibration was ok. Quality controls for magnesium were within range until 06-aug-2020 and after this, controls recovered outside of range low. The issue was resolved after the field service engineer replaced the reagent probe and removed the malformed calcium cassette.

Manufacturer narrative:
During investigations, a probe error has been confirmed to occur with affected cassettes. It was determined the product does not meet specifications. Investigations of affected cassette screw caps could not confirm any issue with the caps. No abnormalities with affected cassette packaging were detectable.

Manufacturer narrative:
The field service engineer determined that a calcium reagent cassette was not seated properly on the instrument, leading to damage of a reagent probe. The probe was clogged with plastic from the cassette. The cassette was deformed, causing it not to be seated correctly.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with mg2 magnesium gen.2 on a cobas 6000 c (501) module. A probe error occurred on the instrument at the time of the event. The issue was related to a defective ca2 calcium gen.2 reagent cassette, which caused damage to the analyzer probe and led to the discrepant magnesium values. The first sample initially resulted with a magnesium value of > 4.9 mg/dl and was repeated with dilution, resulting with a value of 9.2 mg/dl. The 9.2 mg/dl value was reported outside of the laboratory and questioned by the doctor. The sample was repeated, resulting with a value of 1.9, which was believed to be correct. The second sample initially resulted with a magnesium value of > 4.9 mg/dl and was repeated with dilution, resulting with a value of 9.2 mg/dl. The 9.2 mg/dl value was reported outside of the laboratory and questioned by the doctor. The sample was repeated, resulting with a value of either 1.9 mg/dl or 1.8 mg/dl, which was believed to be correct. The c 501 analyzer serial number is (B)(4). The magnesium reagent lot number is 466013.